Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed via a merlin.net transmission. Additionally, inappropriate automatic mode switch episodes due to far r wave oversensing were also noted. Programing changes were recommended but were not implemented. The patient was stable before, during and after the event.